Event description:
The pt came into the ER in cardiac arrest. A new biphasic defibrillator was used for the 1st time and was working at first. By its own mechanism it turned off and could be no longer used. A different defibrillator was brought into service. The pt was unsuccessfully resuscitated.